Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro presented a system error 2240 (air in set) alarm during use. It was not specified when in the therapy this occurred. There was no report of patient injury or medical intervention. No additional information is available.